Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the severe lesion in an unspecified location. A 3.0x20mm liberte bare metal stent was advanced for treatment but was unable to cross the lesion. Upon removal of the stent, it was noted that the proximal stent edge was slightly lifted up. The procedure was completed with another device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).